Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. It was also noted that the patient felt like the skin was breaking apart. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. No device malfunction was suspected. The physician had changed the patient's medication and dosage.